Manufacturer narrative:
.A return was not available or required for investigation as an abbott field service engineer (fse) investigated and resolved the issue on site. Further information from the customer site concluded that an electrical short at the wall power outlet connected to the external waste pump (ewp ln 08c94-19) servicing architect i2000sr analyzer serial number (B)(4) was caused by a loose/poor connection of the power cord (ln 08l14-01) at the ewp. The short occurred when the ewp was moved during troubleshooting which pulled on the loose connection. There are no reports of any injury due to this issue. An abbott fse at the site stated the ewp was moved to investigate it leaking but the leaking liquid did not come into contact with the loose power cord connection or cause the short circuit. The fse resolved the ewp leaking issue by cleaning the pump sensors and reseating the power cord. The architect i2000sr analyzer serial number (B)(4) service history verifies no previous or subsequent reports involving the external waste pump or power cord. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual and the architect I system service and support manual provide information to address the current customer issue. Abbott diagnostic equipment and accessories are certified to the appropriate safety standards and the operator is protected against electric shock and the spread of fire. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. (B)(4).

Event description:
The customer reports that a leak developed with the waste pump of the architect i2000sr analyzer. The liquid dripped onto the instrument's power cable that resulted in a short-circuit of the wall outlet and the customer could detect the odor of burnt wiring. The facilities electricians and it specialist were called in to investigate this issue. There are no reports of any injuries.